Manufacturer narrative:
Inomax ds# (B)(4) was returned to the manufacturer for service investigation. The device investigation was completed on 14-oct-2015. The regional service center (rsc) experienced a failed no sensor alarm upon bootup. The service log review revealed a failed no sensor alarm and a failed low no calibration. The rsc replaced the no sensor. A full functional test was performed and the device operated according to specifications and is suitable for distribution. The root cause for this report was a failed low no calibration due to no low calibration counts above maximum. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse/serious event and is not considered reportable. However, this report is being submitted as a response to a user facility medwatch that has been received.

Event description:
On 02-nov-2015 a voluntary medwatch report form (B)(4) was received by the company from the FDA. The report stated that inomax dsir# (B)(4) had a device issue while in use on a patient. No harm to the patient was reported. On 23-oct-2015 (B)(6), at the hospital filed a voluntary medwatch report with the FDA regarding inomax dsir# (B)(4). According to the report, on (B)(6) 2015, the no reading failed while the device was in use. The reporter went through the troubleshooting procedure outlined in the manual (low cal, high cal, etc.) And the device read "failed no sensor." The patient was switched to another inomax dsir delivery device while stable and remaining unaffected. Inomax dsir # (B)(4) was removed from service and returned to the company for service evaluation. This medwatch report is being submitted to the FDA as a response only and has been assessed by the company and is not considered reportable. (B)(4) has been opened for this event.